Event description:
After bolusing insulin patient's blood glucose actually increased (from 180 mg/dl to 300 mg/dl) two hours later. Patient then gave self an insulin injection and patient's blood glucose decreased. Patient reported that this problem has been occurring for 3-4 days. Device is making a loud grinding noise during bolus delivery. Patient feels that device's basal delivery is not accurate and that, as a result, patient is not getting enough insulin. Patient switched to back-up device. No medical treatment was received.